Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During an procedure one resolute onyx stent was implanted in the lad. Approx 3 months post this procedure the patient suffered thrombus in the rpl. The thrombus was reported to be stent thrombosis relating to 2 resolute onyx stents implanted during a different procedure to that of the lad 3months previous. The patient was treated with coronary intervention and medication. The patient recovered. The investigator and sponsor assessed the event as not related to the index device implanted in the lad or anti-platelet medication.